Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 173 mg/dl. The customer states looked at their pump display and it was blank. They changed the battery out and it started working, but their meter and pump stopped talking with the pump. The customer declined to troubleshoot for blank display. The insulin pump will not be returned for analysis.